Event description:
The customer reported the male luer tip of the secondary set broke off in the port of the primary set. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. This product is distributed by (B)(4) and manufactured by codan. This report is filed by the distributor: (B)(4).